Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that on the first distal stent strut row, stent struts were lifted on one side and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of severe damage were noted on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 07-feb-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal to mid left anterior descending (lad) artery. Following pre-dilatation of the proximal lad with a 12x2.5mm emerge balloon catheter, a 20x3.5mm synergy¿ drug-eluting stent (des) was implanted. Then following pre-dilatation of the mid lad with the same balloon, a 2.50x20mm synergy¿ des was advanced but failed to cross the proximal stent. The procedure was stopped due to a good final result. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed distal stent damage.